Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 18 atms on the initial inflation. The lesion being treated was a 75% stenotic, calcified instent restenosis lesion in a previously placed cypher stent in the mid left anterior descending coronary artery. The physician used a neo's soft 0.014" guidewire and a 6f launcher guide catheter to cross the lesion. The quantum maverick monorail 15/3.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injury or complications were reported. Pt status is reported as 'good.'